Event description:
Additional information: the center reported that the events occurred during power outages at the patient¿s house.

Manufacturer narrative:
Section a1, g4: correction. Section b5, d4, h4: additional information. Section f9: approximate age of devicie - 8 months. Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was sep 20, 2018. Investigation conclusion: review of the submitted log file confirmed no external power events. The events occurred on (B)(6) 2018 and (B)(6) 2018 and appeared consistent with a loss of power to the mpu. The system continued to be supported by the backup battery during each event and there was no interruption in support. The system appeared to function as intended during the events. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the mobile power unit (mpu) was requested, but not provided. Therefore the approximate age of device is unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that 2 no external power alarms occurred that looked like they may have been due to the disconnection of the mobile power unit (mpu) ac power cord at the mpu connection point or at the ac wall outlet. The manufacturer¿s technical service representative reviewed the submitted log file and observed no other unusual events. Additional information was requested but not provided.